Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed, and functional testing was performed. The reported issue was confirmed. The cause was traced to an out of calibration downstream occlusion (dso) sensor. The dso sensor was calibrated to address this issue. The device then passed all testing.

Event description:
It was reported that the pump alarmed downstream occlusion, that the settings were going back to admin, and it was due for retesting. Reporter stated the issue occurred during preventive maintenance testing. There was no patient involvement.